Manufacturer narrative:
The site indicated that the incident unit will be returning to the MFR for evaluation when additional info pertinent to the incident presents itself, a f/u report will be submitted. (B)(4).

Event description:
Customer reported bravo capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4).

Event description:
A repeat procedure was not performed. A roth net was used to remove the capsule from the patient. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing procedures for ten years. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.